Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump got wet and ther is fluid and vapor in the lcd display screen. Customer changed the battery but the problem persists. Customer's blood glucose was 183 mg/dl at the time of incident. Troubleshooting found that the pump display is blank and the pump constantly vibrates. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. Moisture damage was found on the lcd board. However, no blank display anomaly or vibrate anomaly was noted. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, minor scratches and a cracked display window.